Event description:
During care of ambulance patient, multiple gloves ripped in the finger tips and gloves had to be changed multiple times to maintain continuity of body substance isolation.what was the original intended procedure?pt care of ambulance pt.